Event description:
Litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Update 11/28/2012 - litigation papers received. In addition to what was previously reported, dislocation is now alleged. The doi and dor have been provided. Update 3/11/2013 - litigation papers received. It is alleged that the patient suffers from swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Update: 3/13/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Medical records show doi: (B)(6) 2008 (left hip). Doi: (B)(6) 2008 - dor: (B)(6) 2008. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Update: (B)(4) 2012- litigation papers received. In addition to what was previously reported, dislocation is now alleged. The doi and dor have been provided. There is no new additional information that would affect the investigation. Update: 3/11/2013- litigation papers received. It is alleged that the patient suffers from swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. There is no new additional information that would affect the investigation. Update: 3/13/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/30/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability and loose stem. The revision operative note also indicated a fracture occured during the doi ((B)(4) 2008), but after reviewing the doi the only fracture indicated is the one that occured before the doi. The stem is being added to the complaint. There was no mention of any infection or metallosis. The complaint was updated on: 7/22/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.